Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that prior to running the patients sample, they ran quality controls (qc), which were within range except one urine level was very high for ca method. The customer further stated that the sample probe pump was dripping upto five drops at completion of prime. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe and sample reagent wash pump seal. The cse performed precision testing on ca and carbon dioxide methods, which were within specification. The customer ran quality controls, which were within range. The cause of the discordant, falsely elevated ca results on two patients is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). Patient sample 1 was repeated on the same instrument and on alternate instrument, resulting lower. Patient sample 2 was repeated twice on an alternate instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.